Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and injury.

Manufacturer narrative:
(B)(6). Reported event was able to be confirmed. No product was returned, nor photos received; therefore the condition of the components could not be evaluated and visual and dimensional evaluations could not be performed. Review of device history records found no evidence of product nonconformance or anomalies. Review of the operative reports revealed no deviations from surgical technique in the entire procedure. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported patient was revised approximately 7 years post-implantation due to pain. A right total knee revision was performed. Additional information received from medical records indicate the patient was revised due to loosening of femoral and tibial components. Also noted there was significant amount of bone loss on the tibial side.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: nexgen mis tibial component, catalog #00595003701 lot #61000889; nexgen articular surface, catalog #00596203212 lot #61001406; nexgen all poly patella, catalog #00597206529 lot #61019003; palacos r bone cement, catalog #00111214001 lot #66774191 (qty 2). A definitive root cause for loosening of the femoral component remains unknown with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.